Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that proximal pressure sensor failed to adjust zero. It was reported there was no patient involvement, at the time the issue was discovered. The manufacturers product support engineer (pse) evaluated the device and confirmed the reported problem and found the data board to be faulty. The customer replaced the data pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17238.